Manufacturer narrative:
The investigation for the reported purge leak has been completed. The root cause of the purge leak was unable to be determined as the pump was not returned for investigation. This report is being filed as part of a retrospective review of historical records. Corrected information provided in h6 and h10.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 50-year old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that purge system damage occurred during purge cassette change after an impella 5.5 exchange. No patient harm was reported.